Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient had lost weight and the ipg began feeling uncomfortable and causing pain. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was relocated. Postoperatively, the issue has reportedly resolved.